Event description:
It was reported that this pacemaker exhibited far field oversensing in the right atrial (ra) lead channel, which led to a false atrial tachy response (atr) episode. Technical services (ts) was consulted, and programming enhancements were discussed. No adverse patient effects were reported. This device remains in service.